Event description:
In 2008, the distributor reported that during a revision surgery, due to removal of hardware, the surgeon was not able to insert the two prongs of the universal driver into the two holes of the polyaxial screw head, due to the deformation of the head of the screw. The surgeon tried to remove the screws with the open screw driver and the prongs bent. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.